Event description:
It was reported that the catheter was stuck in lesion. The 90% stenosed, moderately tortuous and moderately calcified target lesion located in the coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), lost image occurred during pullback of this device. The opticross imaging catheter was stuck inside the patient when lost image occurred. The physician cut the telescope to remove the device from the patient, which makes the telescope assembly including the hub separated upon return. The procedure was completed with another of same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that the catheter was stuck in the lesion. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), lost image occurred during pullback of this device. The opticross imaging catheter was stuck inside the patient when lost image occurred. The physician cut the telescope to remove the device from the patient. The telescope assembly including the hub were separated upon return. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. It was further reported that the target lesion was located in the distal right coronary artery (rca). The catheter got stuck in the lesion. No stent had been placed in the lesion. No patient complication was reported. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the catheter was cut off in the telescope assembly, the impedance testing and image characterization testing were not performed due to device condition, consequently, additionally, a damaged was found in the guidewire exit hole port; confirming the reported complaint.

Event description:
It was reported that the catheter was stuck in the lesion. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the coronary artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), lost image occurred during pullback of this device. The opticross imaging catheter was stuck inside the patient when lost image occurred. The physician cut the telescope to remove the device from the patient. The telescope assembly including the hub were separated upon return. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. It was further reported that the target lesion was located in the distal right coronary artery (rca). The catheter got stuck in the lesion. No stent had been placed in the lesion. No patient complication was reported.